Event description:
Information received indicates the bed moves when the brake is set.

Manufacturer narrative:
The technician found the casters were out of adjustment and one caster was worn. He replaced the worn caster and adjusted the brake to repair the bed.